Manufacturer narrative:
The initial MDR 2432235-2021-00242 was submitted on (B)(6) 2021. Additional information (09-dec-2021): the operator reported the issue started after the process center computer (pcc) was restarted following a connection loss with the automation system. Siemens headquarters support center (hsc) reviewed the pcc loggers and icdebug logs for the sample ID (sid (B)(6)) and tests (toxo_g, toxo_m, ahcv and chiv) which were affected by the behavior. Results for all four tests were produced by the module between 11:43 and 12:01 as expected. The orders for sid (B)(6) were created at 11:03; however, the operator initiated a restart of the pcc computer at 11:09 while the tests were still in process. The operator must ensure that no tests are processing prior to performing this action as described in the atellica solution online help section 'restarting the pcc'. The instrument is performing withing specifications. No further evaluation of this instrument is needed. Section h6. Adverse event problem codes were revised.

Manufacturer narrative:
An outside the united states customer contacted siemens to report that an unapparent delay in testing took place with an atellica im 1600 instrument. The atellica im 1600 was not processing tests after losing communication with the automation system. The customer created a manual work order at the instrument for the sample to complete the testing. The customer rebooted the process control computer (pcc) and has not reported a recurrence of the issue. Siemens is investigating.

Event description:
An unapparent delay in testing took place with an atellica im 1600 instrument. The customer provided one patient sample as an example. There was a two hour delay in testing the sample for toxoplasma igg, toxoplasma igm, (B)(6). There are no known reports of patient intervention or adverse health consequences to the patient as a result of the delay in test processing.